Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. The following is presumed: lot number of the device is 150911h, device manufacture date is 09/10/2015 - 09/12/2015 and the expiration date is 08/31/2020. Visual inspection found that the tip of the needle was covered by the safety cover, but the plastic part of the safety cover came off. The inner needle was found to be bent 5mm from the hub. Comparing the safety cover of the returned sample with a retention sample found that the metal part of the safety cover of the returned sample was deformed and the tip of the safety cover was not in the right position. A review of the device history record and inspection records were conducted for the reported product code for the last six months with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It is likely that some force was added to the safety cover and inner needle after shielding the tip of the inner needle causing the safety cover to deform and release the safety cover. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "dispose of the needle immediately into sharps container." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: during the medical treatment, the outer package of the dressing with disinfectant alcohol fell on the sharps container; when the nurse picked up the dressing, the nurse was then stuck on the finger with the reported product that had been placed inside the sharps container; the nurse observed that the needle tip was not shielded by the safety cover; and the nurse who incurred a needle stick underwent a medical examination and is under observation for six months and results will be confirmed after six months.